Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was causing tricuspid regurgitation. Also, the patient is going to get an artificial tricuspid valve in the future, therefore the whole system was explanted. No additional adverse patient effects were reported.